Event description:
A report was received that the patient's ipg was explanted due to premature battery depletion. The physician implanted patient with a new ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A returned product analysis indicated that the complaint was confirmed. The battery depletion rate changed after the implant. The device exhibited excessive current leakage. The timing of the anomaly suggests that the ipg may have been exposed to electrocautery or similar tools during the implant procedure. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery ((B)(6)).

Event description:
A report was received that the patient's ipg was explanted due to premature battery depletion. The physician implanted patient with a new ipg. The patient is reportedly doing well.